Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported that the system lost power. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported that the system lost power. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a power supply error by the customer. The investigation was performed considering complaint description, cs reports, system history, and system log files. During a procedure, the complete system shut down. A local technician investigated the system and found that a fuse had tripped resulting in the system being without power. After the fuse was reset by the technician the system worked as intended again. Upon investigation the service engineer (cse) checked the system and found no system malfunctions. This can further be corroborated by the log file analysis, which also shows no malfunctions prior to the power loss. A tripped fuse on the hospitals power supply could be determined as the relevant root cause. No parts were exchanged and no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.